Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to open wires in the trunk cable. The connector wa cracked, and the black (main batt) and orange (+5v) wires were open in the cable. The root cause for the open wires could not be positively identified but was likely excessive force. No adverse event resulted from the open wires. The patient received a replacement electrode belt.